Event description:
The user facility reported that air was injected into the pt during an angiographic procedure. A health care professional at the user facility reported that, following the air injection, there did not seem to be major complications with the pt. It was reported by the user facility that they had connected to the acist product another MFR's product that has not been tested for compatibility with the acist product, and that they had covered part of the system with a sterile drape that could have prevented proper user diligence in detecting and removing air from the system. Additional info was requested from the user facility by the distributor but as of the date of this report there was none made available.